Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen, unknown (600 at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that the catheter was sliced during a spinal surgery. No environmental or external factor have led to the event. The sliced catheter was replaced with portion of the 8782. The issue was resolved at time of this report. The patient status at time of this report was alive - no injury. Additional information received from the company representative stated that the spinal surgery was not related to medtronic device or therapy.